Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2018-03389. During a device replacement procedure, the set screw on the header of the device could not be loosened. Excessive force was used to loosen the set screw and the device was replaced. After the device was replaced, the right ventricular (rv) lead was tested with a pacing system analyzer and it was noted that the impedance was low. It was suspected that the decrease in impedance was due to the excessive force that was used to remove the set screw from the device header. The rv lead was capped and replaced to resolve the event and the patient was stable.